Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm that was not resolved with a battery change. It was also stated that the keypad was not responding properly. The customer's blood glucose was not known. The customer was reportedly already connected to another insulin pump. Nothing further was reported.